Event description:
It was reported that a heparin 25000 units/500ml d5w was initiated at 1845, however by 1945, approximately 500 ml of the heparin bag was almost empty. It was reported that no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
The reported complaint of an over infusion of heparin was not confirmed or replicated during testing. During device inspection, the platen upper hinge post was found to be broken. Review of the pcu event logs identified an infusion of heparin that infused on (B)(6) 2019 at 6:23:17 pm at a rate of 20ml/h with a vtbi of 500ml. The system was channeled off at 7:42:35 pm and then removed. Total infusion time was 1 hour, 26 minutes, and 55 seconds with total volume infused 23.6ml. Rate accuracy testing performed on the returned pump module s/n (B)(6) with broken upper platen post found the device to be delivering fluid within specification; however a broken upper platen hinge post can lead to periods of unregulated flow if the platen becomes misaligned. Functional testing of the primary set received (model 2420-0007) was performed. No leaks or anomalies were observed during this test. Internal and external inspection of the source pump module found a broken platen upper hinge post which can lead to periods of unregulated flow if the platen becomes misaligned. No other irregularities were observed. The root cause of the broken platen upper hinge post is suspected to be caused by customer misuse.

Manufacturer narrative:
Concomitant medical products: 500 ml braun bag, lot: j9k068n, exp: 02/22, heparin sodium in 5% dextrose injection. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was started on (heparin) drip at 1845. At 1945 with bedside report it was noted that 500 ml bag of heparin was almost empty. It was reported that no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.